Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and a decrease in rv sensing seen on the latitude remote patient monitoring system post device implant. The patient was asked to follow up for a device interrogation, which confirmed rv lead dislodgement. Subsequently, the patient was admitted to the hospital and a revision procedure was performed to reposition the lead. Besides intervention and patient-reported lightheadedness and breathlessness pre lead repositioning, there were no additional adverse patient effects reported. The patient was discharged home for routine follow up.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.